Manufacturer narrative:
As reported, a 6mm x 25cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) was attempted to be inflated; however, the pressure was not raising. The doctor removed the device from the patient. There was a leak of saline from its shaft part. Therefore, it was replaced with 6mm x 150mm saber rx pta balloon and the procedure was continued. Initially, it was inflated with its nominal pressure at the distal side of the superficial femoral artery. A second inflation was performed at the proximal side of the lesion. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa) which had chronic total occlusion (cto). A contralateral approach was made with a non-cordis sheath. A wire crossed the lesion, and an unknown cutting balloon catheter was performed a pre-dilation. After that, a saber rx was used. The device was not returned for analysis. A product history record (phr) review of lot 82185366 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿body/shaft leakage - in-patient¿ was not confirmed as the device was not returned for analysis. The exact cause cannot be determined. Vessel characteristics of a chronic total occlusion may have contributed to the reported event. A chronically occluded vessel makes crossing into the lesion difficult; it is likely damage to the body shaft material occurred in the attempt to cross. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use, which are not intended to mitigate risk, ¿preparation 1. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. 2. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. 3. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. 4. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. 5. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 2-4. 6. Without twisting, slide the forming tube off the balloon. 7. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. 8. Purge the air from the inflation device. 9. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is not available for testing and evaluation. A review of the manufacturing documentation associated with this lot# 82185366 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6mm x 25cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) was attempted to be inflated; however, the pressure was not raising. The doctor removed the device from the patient. There was a leak of saline from its shaft part. Therefore, it was replaced with 6mm x 150mm saber rx pta balloon and the procedure was continued. Initially, it was inflated with its nominal pressure at the distal side of the superficial femoral artery. A second inflation was performed at the proximal side of the lesion. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa) which had chronic total occlusion (cto). A contralateral approach was made with a non-cordis sheath. A wire crossed the lesion, and an unknown cutting balloon catheter was performed a pre-dilation. After that, a saber rx was used. The device will be returned for evaluation.